Manufacturer narrative:
Additional data provided on january 6, 2016: sid (B)(6) initial 622, repeat 2.16 sid (B)(6) initial 659, repeat 2.38 a product evaluation was concluded on jan 25, 2016 further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Event description:
Additional data provided on january 6, 2016:sid (B)(6) initial 622, repeat 2.16, sid (B)(6) initial 659, repeat 2.38.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed falsely elevated ca19-9 results for one patient on the architect i2000sr analyzer. The following data was provided: initial 42.2 u/ml, repeats 2.2 u/ml, 2.4 u/ml. No details about the patient, including diagnosis or medical history could be obtained. There was no impact to patient management reported.